Manufacturer narrative:
Additional information: in situ measurements show an increased ground path impedance either due to air over the reference contact or a technical failure of the reference electrode. However, to determine and confirm an exact root cause of failure cause a device investigation of the explanted device is necessary. No further information has been received despite requested.

Event description:
The user showed intermittency in presence of responses to auditory stimuli. The child's hearing decreased over a period of time as reported by parents.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
No history of fall/ trauma/accident was reported.